Event description:
Procedure type: laparoscopic rectum resection. According to the reporter: at inserting the endogia loading unit into the trocar, the loading unit could not be opened completely. The unit was placed at the rectal stump, closed and fired, worked out. By pulling out the instrument through the trocar, it tore longitudinally. The resection was not completed, so a second unit was used. The unit was placed in the already damaged trocar, placed at the tissue and fired. At pulling out, the guide-way was completely destroyed. The pressure plate of both loading units bent backwards. After moving the rectum in front of the abdominal wall the op personal realized that the staples were not correctly formed in the b-form, but only bent in a u form or not at all. Checking the staple seam at the rectum stump with the optic showed that the staples there were also not formed correctly. A re-resection was not possible, so the procedure had to change to an open surgery. The rectum stump was closed with a ta instrument; the antero-entero-anastomose was done with a circular stapler. The procedure was extended more than 30 mins. No blood loss. A portion of the device fell into the pts cavity, but all parts could be removed.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.